Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 128 ohms. Technical services (ts) discussed continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.